Manufacturer narrative:
Additional reporter names: (B)(6) (rn in ICU) & (B)(6) ICU/rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer went through basic troubleshooting but was unable to resolve the alarm. They then unplugged the fiber optic cable and located cables to transduce the inner lumen. Once the pressure cables were connected, they were walked through the process of transducing the inner lumen since they had not done it in a long time. This did not yield an arterial pressure (ap) waveform so they were instructed to attempt to aspirate the inner lumen, however, they were not able to get blood return. It was explained that the inner lumen of the iab was clotted (it should not be flushed and could be capped off as it is not usable). In addition to the fiber optic not functioning they would need to obtain an alternate pressure source which would be a radial arterial line. They stated that they would notify the physician. The customer called back reporting a fiber optic sensor failure alarm and an unable to update timing alarm. It was stated that the intensivist had attempted a radial arterial line and was unsuccessful at getting one in the patient. I offered to call (B)(6) on her cell to gather any info that could help the unit and (B)(6) was grateful for my offer. The customer called back a third time to clarify that if they were unable to get a radial line successfully placed then the iab would need to be switched out in order to have a working pressure source. It was verified that in this situation that would be the appropriate action as all other options had been explored without success. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).